Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being in the hospital for 5 days due to high blood glucose of an unknown level. Customer indicated that they used another way to lower blood glucose. No further details given.